Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit shuts down intermittently, no flashing lights, no alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor was defective causing the unit to shut down, which confirmed the original complaint issue. However, there was no indication of a failure of the alarms or lights.

Event description:
Dealer states the unit shuts down intermittently, no flashing lights, no alarms.